Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that difficulty was experienced when attempting to remove the trocar from a quick-core coaxial biopsy needle set prior to a supraclavicular lymph node puncture on (B)(6) 2022. The puncture needle was replaced to complete the procedure successfully. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation (B)(6) hospital (china) contacted cook on 15jul2022 concerning a quick-core coaxial biopsy needle set (rpn: qcs-18-15.0-20t; lot# 14434239). The customer reported that on (B)(6) 2022 an unknown patient was undergoing a supraclavicular lymph node puncture. The stylet of the trocar needle was difficult to remove during the procedure. The needle was replaced, and the procedure was completed. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures of the device, as well as a visual inspection and functional test, were conducted during the investigation. One prior to use device was received by cook for evaluation. The inner cannula was attached rather tightly. Difficult removal was confirmed for this failure. Cook determined the product out of specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The DHR was reviewed. The dhrs for lot# 14434239 and subassembly lots sa13770232 (dtn) and sa13770212 (dtn) record no relevant non-conformances. There is one other complaint on this lot for this same failure where there was difficulty removing the stylet from the dtn needle (coaxial needle). Based on this information, there is no evidence of non-conforming material in house or in the field. Cook also reviewed product labeling. This product is supplied with an instructions for use (IFU) pamphlet, t_qc_rev6. In the how supplied section it states: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event is related to a quality control deficiency. The failure was confirmed in lab testing. There are procedures and quality control steps for this non-conformance. A defect awareness was sent to the appropriate department which has been acknowledged and signed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.